Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to perform a navigation system check-out and was unable to replicate the issue. The system passed all tests and is working normally. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a case, the navigation system powered off while in the application. The system shut down fully then rebooted without issue. There was no patient present when this issue occurred.